Event description:
Same case as: 2134265-2009-03719. It was reported that in preparation for a coronary drug eluting stenting treatment procedure, stent damage was noted. Two 3.50x20mm taxus liberte' drug eluting stents had both proximal and distal stent damage noted upon unpacking. No pt complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).